Event description:
New information received notes the left ventricular (lv) lead was capped (B)(6) 2023 due to non capture. The patient was stable following the procedure.

Event description:
It was reported that a patient presented with progressively changing need for pacing vector and no capture on the lv lead. Lv lead was replaced in the past and the physician decided to make no changes at this time. The patient was stable.